Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material could not be identified. It is likely that the foreign material in the air/water channel could not be removed because reprocessing was not conducted properly due to leakage from the scope. However, the root cause of the material that remained in the device could not be identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.